Event description:
It was reported that high capture threshold resulting in loss of capture was observed on the right atrial (ra) lead. An x-ray was performed and no anomalies were observed. The ra lead was explanted and replaced to resolve the event. The patient was in stable condition.